Event description:
A vns patient called and reported that they felt their vns battery was dead, they were no longer feeling stimulation, and he had an increase in depression symptoms. The patient was advised to follow-up with a vns programming physician and at this time they have not. The patient has not been seen to have their vns interrogated by any programming physician for over two years. It is unknown if the patient has become accustomed to stimulation or if their battery is at end of life. Unknown at this time if the patient's reported increased depression is over their pre vns depression scale.